Manufacturer narrative:
As no further info concerning this report is currently available, our investigation is complete. This investigation will be updated should further info be provided.

Event description:
Boston scientific received info that the incision of this subcutaneous implantable cardioverter defibrillator (s-ICD) was opening and the entire system was explanted due to infection. Intravenous antibiotics were administered. No add'l adverse pt effects were reported. It was noted that the system would not be returned.